Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the intrinsic atrial activity on the right ventricular (rv) lead channel, leading to pacing inhibition, causing the patient to experience bradycardia as well as discomfort. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service.